Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified two broken devices with red particles on the surface and are not identified by the explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "granuloma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, lymphadenopathy.

Event description:
Patient reported right side ¿non necrotizing granulomatous lymphadenopathy¿ and rupture. Device remains implanted.